Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that that the c-arm tracker was not working while switching on the tracker. There was no patient involvement.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: acc 9730514 battery, iso-c wireless tra. A medtronic representative went to the site to test the equipment. Testing revealed that the battery would not hold a charge and was replaced. The navigation system passed the system checkout and was found to be fully functional. B01, c02 and d02 apply to the system checkout. If information is provided in the future, a supplemental report will be issued.